Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user's hearing has declined when the user is only wearing the left ci. Reportedly, impedances have also shown fluctuations and a new open circuit has been detected. Testing in the booth has been limited due to other developmental delays. Recently, the user underwent CT scans, and although the reports did not note anything concerning the left side, it is noteworthy that she has extensive temporal bone abnormalities and bilateral cochlear nerve deficiency. There are no reports of illness, fever, or head trauma, although she experiences frequent 'tumbles.'

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
It was reported that the user's hearing has declined when the user is only wearing the left ci.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that the user's hearing has declined. The user has been re-implanted with a new device.